Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with primary osteoporosis underwent balloon kyphoplasty. Intra-op, the cement leakage into the anterior was confirmed. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.